Event description:
It was reported that the patient presented to the surgeon with post-op infection. The patient received a right shoulder arthroscopy on (B)(6) 2012 wherein the surgeon used three twinfix ultra pk 4.5mm anchors to complete the repair (two anchors from lot 50404928 and one from lot 50331204). Sometime post-operative, the patient developed an infection at the surgical site. On (B)(6), the patients orthopedic surgeon performed an incision and drainage of the subacromial space as well as an explantation of the anchors. It was confirmed that the patient to date has not received a revision surgery to correct the issue.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).